Manufacturer narrative:
Additional information: another 4.0x12mm nc euphora was used as a replacement to complete the procedure with no issues noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: one still image was provided for review. The image appears to show a device with blood in the balloon. The method of how the blood entered the balloon is unclear. An nc euphora shelf carton can be seen in the background and the lot number matches the lot number provided. Based on the image provided, the complaint could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. The device was returned with the balloon partially inflated. Stretching was evident to the balloon bond. An attempt was made to fully inflate and deflate the balloon, but this was unsuccessful due to the stretched bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no inflations were performed prior to the issue occurring. There were no issues noted with the 3.00x30mm resolute onyx stent. The balloon was not moved or repositioned while inflated. Another 4.0x12mm nc euphora was used as a replacement to complete the procedure. There was no damage to the 3.00x30mm resolute onyx stent as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one nc euphora coronary balloon burst. The balloon was being used to post-dilate a 3.00x30mm resolute onyx coronary drug eluting stent. The burst occurred during balloon inflation to 14 atm. The lesion being treated was non-calcified and located in the left anterior descending (lad) artery. The balloon was inspected prior to use and negative prep was performed with no issues. The lesion was pre-dilated. The balloon did pass through a previously deployed stent. Resistance was not encountered when advancing the balloon. Excessive force was not used during delivery. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.